Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the pump also alarmed motor position encoder error. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was monitored for several days and the pump passed the displacement test. The pump gave a motor error alarm during the basic occlusion test due to a loose/protruded drive support disk. Unable to verify the motion sensor test failure alarms due to the motor error alarms. Unable to verify the motor position encoder error alarm in the alarm history due to an erased history file due to several displayable history alarms at the alarm history file. The alarms were due to a corrupted history file. No unexpected battery out limit alarm was noted. The pump was received with minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.